Event description:
It was reported that approximately eleven months after the port catheter placement in the right internal jugular vein, an x-ray allegedly revealed a catheter break with the migration of the distal segment into the right atrium. Reportedly, the migrated segment was removed, however, the port body and the proximal segment were removed on the next day without the replacement of the device. The patient was reportedly stable after the both procedures.

Manufacturer narrative:
Manufacturer review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one plastic powerport isp m.r.I. Implantable port with 8 fr s/l power groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional testing were performed. Crease mark between the 18/19 cm depth markings were noted. Preferential curves were noted as well as a complete break between the 11/12 cm depth markings. Multiple circumferential creases between the (with partial crack 10/11, 8/9, 7/8 & 5/6) cm depth markings. The full circumferential break showed to one half of the lumen with a rounded edge as well as a granular half of the break surface. These features are typical of a full break due to flexural fatigue. Therefore, the investigation is confirmed for flexural fatigue damage. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The photograph of the device and the device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately eleven months after the port catheter placement in the right internal jugular vein, an x-ray allegedly revealed a catheter break with the migration of the distal segment into the right atrium. Reportedly, the migrated segment was removed, however, the port body and the proximal segment were removed on the next day without the replacement of the device. The patient was reportedly stable after the both procedures.